Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the battery charger/modem was resetting. Upon evaluation, the y1 crystal oscillator was open. The cause of the resets is the open oscillator. The root cause of the open oscillator cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was not charging the battery packs.